Event description:
It was reported that the arctic sun device was failing with an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the device was not cooling. This device would be returned for warranty repair. Per follow up information received on 09feb02022, the device was not in use on patient as the reported event was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing with an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the device was not cooling. This device would be returned for warranty repair. Per follow up information received on (B)(6)2022, the device was not in use on patient as the reported event was found during calibration.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be determined as the reported issue was not duplicated during evaluation. The device history record and labeling review was not required as the reported event was unconfirmed. Corrections: g,h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.